Event description:
As reported: "we performed a procedure requiring the removal of a gamma nail. During removal, the nail broke or was broken (not visible on the x-ray). We had no difficulty removing it (using a hook to remove the lower part)."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Corrections: please refer to section d9 the device was not returned. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Therefore, it is subject to reportability under MDR. The reported event could be confirmed, since a picture of the broken nail after removal was provided. The nail is broken in the webs of the proximal lag screw hole. It is worth noting the lot number cannot be confirmed based on this picture, as it is not visible. In addition, the picture is not detailed enough to make any conclusions regarding the type of breakage or a possible root cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "we performed a procedure requiring the removal of a gamma nail. During removal, the nail broke or was broken (not visible on the x-ray). We had no difficulty removing it (using a hook to remove the lower part)."